Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. No sample has been provided for further evaluation. The patient's attorney alleged that the patient "needed a left inguinal hernia repair where the previous implants of the 3dmax mesh were located." It is unclear at this time if this is a recurrence of the original defect. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device 2); an additional emdr will be submitted to represent the bard/davol 3dmax (device 1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient is a 55 year old male who was diagnosed with an inguinal hernia the patient underwent ventral hernia repair with two (2) bard/davol 3dmax meshes (devices 1 and 2). On (B)(6) 2015 - the patient needed a left inguinal hernia repair where the previous implants of the 3dmax mesh (devices 1 and 2) were located. The mesh was both modified and partially removed. As reported, the patient has experienced "significant physical injury, physical pain and suffering, permanent injury and has undergone medical treatment and will likely undergo further medical treatment and procedures."

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. No sample has been provided for further evaluation. The patient's attorney alleged that the patient "needed a left inguinal hernia repair where the previous implants of the 3dmax mesh were located." It is unclear at this time if this is a recurrence of the original defect. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 3 months post implant of 3dmax mesh, patient was diagnosed with hernia recurrence. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-oct-2012) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4, e3, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient is a 55 year old male who was diagnosed with an inguinal hernia the patient underwent ventral hernia repair with two (2) bard/davol 3dmax meshes (devices 1 and 2). (B)(6) 2015 - the patient needed a left inguinal hernia repair where the previous implants of the 3dmax mesh (devices 1 and 2) were located. The mesh was both modified and partially removed. As reported, the patient has experienced "significant physical injury, physical pain and suffering, permanent injury and has undergone medical treatment and will likely undergo further medical treatment and procedures." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with bilateral direct inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (device #1, device #2). Per operative notes, ¿on right side, the direct hernia sac was identified, and contents were reduced. A large 3dmax mesh (device #1) was placed on the defect to completely cover the direct, indirect and femoral spaces. The mesh was tacked into pubic tubercle with tacks. The process was repeated on left side by placement of 3dmax mesh (device #2).¿ (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair. Per operative notes, ¿the ilioinguinal nerve was identified and retracted superiorly. The large indirect hernia was noted lateral to the epigastric vessels. The hernia sac was dissected away from the cord. A synthetic mesh was sutured to the pubic tubercle and laid down in a way to recreate an internal ring. As it was recurrence, the mesh was further secured to the shelving edge of the inguinal ligament with sutures.¿ attorney alleges that the patient had bowel obstruction, hernia recurrence, pain and suffering. It is also alleged that the patient had loss of erection and normal orgasm, leakage of urine, and that surgery ended the patient's 5 year relationship. The patient had gone through embarrassment, mental pain and suffering. The patient couldn't able to lift more than 25 pounds. The patient also had pain during urination and bowel movements.